Manufacturer narrative:
Review of the device history record for the lot in question confirmed that all parts met manufacturing requirements prior to release. There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as the baylis device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. There is no suspected device failure. The reported patient complication is an inherent risk in this type of procedure.

Event description:
The nrg transseptal needle was used in a procedure in which a pericardial effusion occurred. The physician gained femoral access on the patient's right and left side. The physician then inserted a st. Jude intra-cardiac echocardiography (ice) catheter to visualize the septum. The physician inserted the agilis guidewire followed by the agilis sheath. The physician then removed the guidewire and inserted the nrg needle into the agilis sheath. The physician dropped down from the superior vena cava (svc) into the right atrium (ra) and visualized where it was believed the needle was tenting the septum, and asked the nurse to operate the rfp-100a generator at 1 second of radiofrequency (rf) energy on constant mode. The physician was unable to confirm if crossing had occurred so the nurse was asked to apply another 1 second of rf energy on constant mode. The physician was unable to visualize if the left atrium had been accessed. The physician then injected contrast and saw the effusion on fluoroscopy. The physician visualized the effusion on ice and watched the effusion for the next several minutes. The patient's blood pressure remained the same and the effusion slowly shrank. The physician made the decision to abort the case. The physician believed that because a previously installed pacer lead was implanted on the septum, that a false visualization of the nrg needle tenting on the septum occurred. There is no evidence to suggest that a baylis medical device caused or contributed to the reported incident. However, as baylis medical devices were reported to be among the devices used in the procedure, baylis medical has decided to submit this report.